Event description:
This patient was diagnosed with cerebral embolism with cerebral infarction. The patient was initially evaluated and treated with IV tpa at the outside hospital. His clinical condition did not improve and the patient was flown by helicopter to (B)(6) for further treatment on (B)(6) 2013. On arrival, a CT perfusion of the brain showed a large mca infarct. Urgent catheterization for endovascular treatment was performed. During the procedure, cerebral angiography demonstrated occlusion of the proximal portion of the left middle cerebral artery m1 segment. The inferior division was successfully recanalized with solitaire retriever device; however, the device broke inside the superior division of the artery, at the junction of the retriever and the wire, which precluded further endovascular treatment. The patient was later transferred to ICU. He became bradycardic and resp failure which required endotracheal intubation and placement on ventilator. Repeated CT scan revealed worsening in overall edema and mass effect from the ongoing left mca infarct. Patient was determined brain dead on (B)(6) 2013 and the pt¿s family wishes for organ donation. Patient was pronounced dead at 1:30 pm on (B)(6) 2013 and the organs were harvested on (B)(6) 2013. Date of use: (B)(6) 2013. Reason for use: cerebral angiography with thrombectomy procedure. Event abated after use stopped or dose reduced?: yes.